Manufacturer narrative:
(B)(4).

Event description:
Potential reportable event-pt says his app crash he didnt see an alert that says anything about it crashing he doest have enough information about the issue he called t mobile they told him to remove the app reinstalling app requires pairing tx and sensor I explained to pt.